Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving 20mg/ml dilaudid at 3.5mg/day via an implantable infusion pump for an unknown indication for use. The patient presented to the doctor's office with signs of withdrawal. The patient and their spouse reported they started hearing a pump alarm the morning of (B)(6) 2017. Later that night the patient was feeling very bad and experienced nausea and vomiting. There was no environmental/external/patient factors that may have led or contributed to the issue. The pump was interrogated and showed a low battery reset, reset, and safe state occurred. Another low battery reset and reset was noted in the logs on (B)(6) 2017 at 12:53 the pump was updated to minimum rate. The plan was to get the patient in for a pump replacement as soon as possible. The issue was not resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Evaluation codes updated. Information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2018-jan-08. It was reported that the pump was explanted and replaced on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Analysis of the pump found ¿pump motor feedthru anomaly ¿ shorting across insulator¿. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Recall number z-3043-2011 is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.